Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an explant procedure and was doing well postoperatively. Explanted device was not returned.